Event description:
Customer reported a false negative leukocytes in urine result on clinitek atlas instrument.

Manufacturer narrative:
Customer reports that the sample initially reported as negative for leukocytes on the instrument. Microscopic exam revealed leukocytes in the sample. Manual testing using a multistix 10sg strip reported 2+ for leukocytes. Second CT atlas instrument also reported 2+ leukocytes. A field service engineer replaced the pipette transport assembly, recalibrated the system and ran controls. The system was then returned to service.